Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05659, 2017865-2020-05661. It was reported that the patient experienced general malaise and was hospitalized. Upon investigation, the patient was found with vegetation on her implanted cardiac leads on echo. Blood cultures were positive for bacteria secondary to a past bowel infection. The diagnosis of endocarditis was made. The device and leads functioned perfectly, and the device site was normal. The implantable cardioverter-defibrillator system was explanted and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure and was provided antibiotics.

Manufacturer narrative:
.

Event description:
Related manufacturer reference number: 2017865-2020-05659, 2017865-2020-05661, 2017865-2020-05763. It was reported that the patient experienced general malaise and was hospitalized. Upon investigation, the patient was found with vegetation on her implanted cardiac leads on echo. Blood cultures were positive for bacteria secondary to a past bowel infection. The diagnosis of endocarditis was made. The device and leads functioned perfectly, and the device site was normal. The implantable cardioverter-defibrillator system was explanted and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure and was provided antibiotics.